Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported loose connector on the returned controller ((B)(4)) was visually confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the controller revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port one (1) connector found loose form the controller housing. The manufacturer has opened an internal investigation to evaluate loose connectors. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Labeled for single use.

Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was loose power connector (port 1) at the controller by slipping out of the sealing ring (between connector and housing). The controller was exchanged and no consequences to the patient. Investigation is ongoing.